Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited a shock lead impedance test (lit) > 125 ohms on november 3, 2003. On november 18, 2003 a non-invasive peripheral stimulation (nips) procedure was performed and the shocking lead impedance measured 54 ohms. During follow-up in may 2004, the (lit) measured 84 and > 125 ohms.